Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the lead was tested prior to insertion. After a number of turns, the helix suddenly jumped out of the lead. The same issue occurred when trying to retract the helix, resulting in the helix suddenly jumping back into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.